Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient was prescribed topical fucidin and oral augmentin for 10 days for a stoma infection. On (B)(6) 2026, it was reported that the stoma and granuloma were improving and the patient had a tubing replacement scheduled. On (B)(6) 2026, it was reported that during the scheduled replacement, the gastroenterologist assessed the stoma/granuloma and administered intravenous antibiotic during the procedure and prescribed a course of unknown oral antibiotics. On (B)(6) 2026, the patient was prescribed an antifungal ointment (miconazole) for 10 days because the stoma culture showed fungus. Device was not returned.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient was prescribed topical fucidin and oral augmentin for 10 days for a stoma infection. On (B)(6) 2026, it was reported that the stoma and granuloma were improving and the patient has a tubing replacement scheduled.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.